Event description:
It was reported that during a percutaneous coronary intervention, stent fracture occurred. The target lesion was located in the right coronary artery (rca). As the 3.0x16mm liberte stent was introduced the sent fractured outside the patient. The procedure was completed with another 3.0x16mm liberte stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded with the stent secured on the balloon. Magnified and visual inspection confirmed there was no damage to the stent. The hypotube was fractured 61.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent fracture occurred. The target lesion was located in the right coronary artery (rca). As the 3.0 x 16 mm liberte stent was introduced the sent fractured outside the patient. The procedure was completed with another 3.0 x 16 mm liberte stent. No patient complications were reported and the patient status is stable.